Manufacturer narrative:
Trend analysis: a trend has been identified and an issue evaluation requested. A trend is identified if at least one of the following criteria is met: three similar events within 1 month for the same item number; six similar events within 6 months for the same item number; two similar events for the same lot number. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it is reported that the patient underwent a spine surgery with implantation of a dynesys system on (B)(6) 2012 and was revised on (B)(6) 2016 due to pain and redness at the scar. At the opening, presence of a pus ball. Analysis of the explants did not reveal any bacteria. Patient was operated in 2nd position at the day of surgery. Five complaints from the same doctor "dr. (B)(6)" and hospital "(B)(6) hospital center" were opened for revision due to pain and redness at the scar. Analysis of the explants revealed propionibacterium acnes in 4 of 5 complaints. The 5 complaints are: (B)(4), and (pus ball. No bacteria found.) (B)(4). Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. A conference call was held with the surgeon dr. (B)(6) and zimmer biomet on (B)(6) 2017. During this phone call, no further information could be provided. The suggested bacteriological findings are not available. Devices analysis: no product was returned to zimmer biomet for in-depth analysis review of product documentation: the irradiation certificate of the affected lots have been reviewed and found to be according to specification. Root cause analysis: five complaints from the same doctor "dr. (B)(6)" and hospital "(B)(6) hospital center" were opened for revision due to pain and redness at the scar. Analysis of the explants revealed propionibacterium acnes in 4 of 5 complaints. All implantation surgeries were performed between (B)(6) 2011 and (B)(6) 2013. The patients were revised between (B)(6) 2015 and (B)(6) 2016. All the products implanted in the 5 patients have different lots as well as have been sterilized in different lots. The gamma sterilization specification of the device certifies the suitability of sterilization. The irradiation certificate of the affected lots have been reviewed and was found to be according to specification. Except the 5 mentioned complaints (B)(4), no previous trends have been observed on infection for these product reference numbers. Additionally, no further complaint regarding infection has been reported for the product lot numbers affected in the complaint. Therefore, it is highly unlikely that a disadvantageous product or packaging design favored or contributed to the infection. Improper transport, storage and handling of the component could have compromised the sterilization of the products. However, transport, storage and handling of the components is outside of zimmer biomet control. Potentially something with storage and/or handling of the components outside of zimmer biomet control could have contributed to the reported patient pain and redness at the scar. The IFU for endoprosthesis (B)(4) states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. Additionally, it is stated that "before sterile implants are removed from their packaging, the protective wrapping must be examined for possible damage as this could jeopardize their sterility." And "if the packaging is damaged or the sterility expiration date has been reached, the implants must be returned to the manufacturer.". Conclusion summary: the sterilization specification and certificates of the affected lots have been reviewed and found to be according to specification. No previous trends have been observed on infection for the product reference numbers as well as for the product lot numbers affected in the complaint. Therefore, it is highly unlikely that a disadvantageous product or packaging design favored or contributed to the infection. Additionally, all the products implanted in the 5 patients have different lots as well as have been sterilized in different lots. Therefore, it is highly unlikely that the products favored or contributed to the infection. Improper transport, storage and handling of the component could have compromised the sterilization of the products. However, transport, storage and handling of the components is outside of zimmer biomet control. The IFU for endoprosthesis states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and that the product packaging must be examined for possible damage. Potentially something with storage and/or handling of the components outside of zimmer biomet control could have contributed to the reported patient pain and redness at the scar. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The actual device reported is not marketed in USA, but devices with similar characteristics (i.e dynesys fusion universal spacer 6-45) are marketed in USA, and therefore this report was filed. Where lot numbers were received for the devices, the device history record were reviewed and found to be conforming. The manufacturer did not receive x-rays, or other source documents for review, neither the device has been received for investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a dynesys system on l4/l5/s1 on (B)(6) 2012. It is also reported, that the patient was in good health within 4 years post op, then he came back to see the surgeon, as he has felt pain at his back with redness at the scar. A revision surgery was performed on (B)(6) 2016 to explant the devices. During revision surgery, at the opening, presence of a pus ball. Analysis of the material did not show the presence of a bacterium.